Event description:
Additional information received from user facility on 06-oct-2010: date of first surgery (hysterectomy): (B)(6) 2010. Dates of readmission: (B)(6). Date of bowel resection surgery: (B)(6) 2010. Additional information received from user facility on 07-oct-2010: patient age: (B)(6). Gender: female.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: the received additional information (only dates of surgery, readmission and re-surgery) does not change the initial assessment. Floseal may have caused or contributed to the adhesion formation. Since no answers have been provided to questions 4-8, a user error cannot be confirmed, but (based on previous reports received) is probable. This is why a documented review of the application recommendations of the floseal IFU (use in the presence of active bleeding, no prophylactic use, fast application and approximation, mandatory irrigation of product excess) with the utilizer (surgeon) is recommended. (B)(4). The user facility was contacted so that the application recommendations of the product IFU could be reviewed with the surgeon. On 26-oct-2010, the facility representative indicated that there was no reason to review the product IFU with the surgeon since the surgeon had stated that she was going to discontinue using floseal. This case will be kept on record for trending purposes.

Event description:
(B)(6). Reporter stated the following : (B)(6) agent, absorbable hemostatic, collagen based (lmf). Reported event date: (B)(6) 2010. (B)(6) 2010: pt had surgical procedures of bilateral inguinal hernia repairs with mesh placement on the left and a hysterectomy. Floseal hemostatic matrix was used to control bleeding for the hysterectomy. Pt was readmitted for a small bowel obstruction on an unknown date. Pt was again admitted on and unknown date and had a bowel resection. The surgeons both felt that the adhesions causing a bowel obstruction were secondary to the locations that the floseal had been used. Dates of use: 2010. Diagnosis for use: control bleeding. (B)(6). User facility has been contacted for additional information.

Manufacturer narrative:
(B)(4). Baxter medical assessment: there have been isolated reports of adhesion formation in conjunction with the user error of applying floseal in the absence of active bleeding and no irrigation of excess product (material not reacted with the blood clot) or due to slow application and slow or no approximation of floseal. This may potentially trigger an augmentation of the inflammatory process post surgery and cause or contribute to adhesion formation. Bowel obstruction may be a potential complication of postoperative adhesion formation. In the absence of sufficient clinical information one cannot exclude the contribution of floseal to the formation of postoperative adhesions. Based on the existing information one cannot exclude the contribution of floseal to the formation of postoperative adhesion. (B)(4). A follow-up report will be submitted upon receipt and evaluation of additional information.